Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when high out of range hv lead impedance measurements were observed. The lead remains implanted. Patient monitoring will continue.